Manufacturer narrative:
A ge service representative performed an on site investigation. The hardware was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had a problem with the foot extension outside of a procedure. No patient injury was reported.